Event description:
After successful filter placement in a pt with a subdural hematoma and gi bleed, it was confirmed the vena cava had been perforated. Emergency evacuation of the hematoma and stabilization of the pt followed. The pt's condition is fine and has since been discharged. The filter remains implanted is unavailable for evaluation. Co's f/u indicated that the carrier system was inadvertently advanced into the pulmonary artery and was successfully repositioned into the vena cava prior to deployment. Co believes user technique as well as pt anatomy may have contributed to this event and do not attribute it to the device. Co's directions for use state: "to avoid insertion difficulties or tissue injury, never advance the sheath/dilator without the use of fluoroscopic guidance."